Event description:
It was reported that 545 days after implantation of a taxus express2 2.5x8 mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis of 90% was reported. The vessel was balloon dilated and subsequently a 2.5x12 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No info was reported on the calcification or tortuosity of the treated vessel. The pt was placed on plavix and aspirin after the procedure. No info was reported on medications used during the procedure. Pt complications were reported as none. The pt presented 545 days after the original intervention with 85% in-stent restenosis in the lad. The lesion was balloon dilated and subsequently a taxus stent of unreported size was deployed in the in-stent restenosis region. A post-intervention stenosis of 0% was reported. Pt complications were reported as none.